Event description:
Event description cpi received information that during a replacement procedure of an implantable cardiovertor defibrillator (ICD) and endotak transvenous defibrillation lead this patient required an external rescue.